Event description:
It was reported that during pulse generator change out procedure, an insulation abrasion was noted on the lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.